Manufacturer narrative:
A philips remote service engineer (rse) contacted the customer. The rse asked if the customer had followed the steps in the service guide to calibrate and verify the accuracy. The rse provided the following information stating: "philips does not recommend using a simulator to test the accuracy on their monitors for the reasons you stated. The earlyvue vs30 is not different. On page 3-19 of the service and repair guide there is a note that states philips does not recommend using a simulator to test accuracy. Philips do not support the use of a simulator for testing accuracy of the vs30. The mechanical pulse sounds confuse the algorithm. Philips devices are designed to work well and be accurate on people. This monitor uses the oscillometric method for measuring nbp. In adult and pediatric mode, the blood pressure measurements determined with this device comply with the non-invasive sphygmomanometers part 2 clinical validation of automated measurement type in relation to mean error and standard deviation, when compared to intra-arterial or auscultatory measurements (depending on the configuration) in a representative patient population. For the auscultatory reference, the fifth korotkoff sound was used to determine the diastolic pressure. In neonatal mode, the blood pressure measurements determined with this device comply with the non-invasive sphygmomanometers part 2 clinical validation of automated measurement type in relation to mean error and standard deviation, when compared to intra-arterial measurements in a representative patient population. The nbp measurement is suitable for use in the presence of electrosurgery and during the discharge of a cardiac defibrillator. The philips nbp parameter module was evaluated against the auscultatory reference method following the requirements of the ansi/aami sp10:2002, iec 81060-2:2013, and en1060-4:2004 standards. The nbp parameter was tested under clinical conditions on pregnant women to ensure its accuracy in this patient population. For the auscultatory reference, the fifth korotkoff sound was used to determine the diastolic pressure. Patients with pre-eclampsia were not explicitly addressed in this study nor were they excluded and also if they could provide the device log for further investigation." The rse requested the customer provide the device log for further investigation. However, the logs were not received, and no further information was provided. The product malfunction was unable to be confirmed because the customer did not respond to requests for additional information. A review of the service history for this device shows the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on an earlyvue vs30 monitor indicating that there were significant variations in non-invasive blood pressure (nibp) readings. The customer reported that niibp readings vary significantly when compared with another machine/manual bp for the same patient. The monitor occasionally displays abnormally high readings and inconsistent values. The customer performed the following checks strictly in accordance with the user manual: ¿ nibp accuracy test ¿ leak test ¿ calibration check all tests were completed successfully, yet the issue persists and the readings continue to show noticeable differences. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.